Event description:
Boston scientific received information stating on 04/14/2011. Following the observation of the lead, impedances greater than 2000 ohms. The lead was explanted. The procedure took place at (B)(6). The physician was dr (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).